Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power leads of the system controller was confirmed. The system controller (serial number: (B)(6) was not returned for analysis; however, an image of the damage was submitted. A log file was also submitted and data from the reported event date of 13oct2024 was reviewed. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the system controller was not exchanged and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for evaluation due to damage to the black power lead. The patient was admitted for perforated appendicitis. The patient started transferring from the recliner to the bed while connected to mobile power unit (mpu) power and the cables got caught on the recliner wheel causing a no external power alarm. A small 1cm incision tear was found on the black power lead after. Rescue tape was put on the tear. The log files were reviewed and saw a no external power event on (B)(6) 2024 while connected to the mpu. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery supported the system during this event and motor function was not affected. This event could have been due to the mpu ac power cord briefly coming loose at the mpu or wall outlet. The damage on the power lead appeared to have no impact on the mechanical circulatory support (mcs) equipment. It was suggested that a system controller exchange could be necessary to avoid future power cable degradation due to fluid ingress. The system controller was not exchanged due to the patient's international normalized ratio (inr) being low. The cause of the no external power alarm was not confirmed. It was noted that the patient was not using the mpu during the event. The ac power cord did not come loose at the wall outlet or back of the unit. There were no environmental factors that caused a power issue. The mpu was not removed from service. No products were returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.